Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the overrides and charges not crossing to the meditech. The technical support specialist stated that while on the call, the customer noticed that the charges were flowing and being updated for some patients. The customer requested that the case remain open for the time being as they would monitor the situation first. The customer indicated that they would provide additional updates later. The customer had been monitoring the pyxis or meditech issue for the past 24 hours and reported that everything appeared to be resolved. The case was closed. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server overrides and charges were not crossing to meditech, and user was unable to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.